Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient had a gastrointestinal (gi) bleed on (B)(6)2017. It was stated that there were low flows associated with the event and as result of the hemoglobin (hgb) of 4.9, that was due to the gi bleeding. It was also stated that the patient complained of fatigue and weakness for 2 days prior to going to emergency department (ed) for evaluation. It was stated the patient was transferred to another hospital and transfused 3 units (u) of packed red blood cells (prbcs). It was said that the patient had major bleeding event and they were suspected to have an atrioventricular malformation (avm) oozing from the gi tract. It was stated that there were no imaging tests performed. On (B)(6) 2017, the patient and family, with the ventricular assist device (vad)team met with palliative care. The patient decided that they would like to go home with hospice. The patient was discharged home on (B)(6) 2017 with hospice and as of (B)(6) 2017 the patient remained alive at home. No further patient complications have been reported as a result of this event.